Event description:
We received an allegation of questionable sodium electrode results for an unspecified number of patients' samples tested on a cobas c 303 analytical unit. The initial results were elevated in values and did not match the patients' previous results, prompting the repeat of the samples on a different analyzer and a blood gas analyzer. The repeat results were 20 mmol/l lower than the initial results, and they matched the patients' previous results. No exact values were provided.

Manufacturer narrative:
The sodium electrode serial number was fpd40. The expiration date was not provided. During the day shift, the calibration was acceptable. During the night shift, a 2-week wash, a daily wash, and calibration were performed. The qc was performed in duplicate, and the recoveries differed significantly from one another. The analyzer data indicated high water pressure and an inconsistent gear pump voltage. The field service engineer (fse) performed hardware adjustments and a successful system check. The customer has not reported any other issues after the service. The cause of the event could not be determined.